Event description:
User had issues with 2 consecutive pods in a row, one right after the other. On (B)(6) 2013 at approx 1745, pod (omnipod insulin pump) had to be changed. After filling the pod with insulin, setup of the pod failed. The pod started alarming during the priming process and was unusable. User was able to hear that the normal 'clicking' noise made during regular priming only occurred for about 1/5 of the priming time. The pod pdm read error and the pod was deactivated by the pdm and was rendered unusable. Reference # pod-zxp420. Lot: l40958. Manufacture date: 2013-09. Expiration date: 2015-03. Number on pod: l40958-0350654,(other one is -0350654). Complaint was called in to omnipod customer service at 1800, on (B)(6) 2013.